Event description:
It was reported that the patient underwent an initial hip replacement on an unknown side. Subsequently, the patient reported that "the joint came out" and that they experience radiating pain in their bone when walking. As a result, the patient visited their physician who informed the patient that the part didn't fit properly; however, it is unknown what device or fit parameter the information was in reference to. At the time of reporting, there is no indication that the patient underwent medical intervention. No further patient impact was reported. No additional information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.